Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed because the disposable set was not returned to baxter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) explained the alarm and had the home patient (hp) close all of the clamps then cycle power to clear the alarm. The tsr then advised to discard the supplies and finish with manual. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, hp stated the following: nothing was noticed with the supplies and therapy was finished with manuals. Baxter advised the patient to contact the nurse regarding the event. No patient injury or medical intervention was reported.